Event description:
It was reported that this device was closely followed due to a possible battery issue. The patient recently reported receiving two inappropriate shocks. Possible beeping tones were emitted from the device per the patient, and during a follow up a charge time alert appeared, as well as a non sustained event which looked like artifacts. A second interrogation of the device took place and no events were seen. The field representative could not go to the follow up screen, and manual configuration showed that the impedance measurements were out of range. A review of the device data by engineering noted that this devices hardware was malfunction and the device could no longer provide therapy. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This returned electrode was also thoroughly inspected and analyzed. Visual examination noted an insulation abrasion, through to the inner conductor coil, in the area 78-88 millimeters (mm) from the terminal pin. The morphology of the insulation breach was consistent with lead-on-can contact coupled with movement. The inner insulation was torn/abraded in this area and at least one of the high voltage cables had melted metal; the cables showed signs of arcing damage. This coincides with the arc mark identified on the exterior of the device case. Laboratory analysis concluded that the lead insulation abrasion resulted from energy during an attempted shock resulting in arcing to the implantable device, which in turn caused internal damage to the device and the reported clinical observations.